Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 128 ohms and out of range intrinsic amplitude on this right ventricular (rv) channel. Upon review of the presenting electrogram (egm), there was noise, oversensing and pacing inhibition noted. Technical services (ts) discussed if there was any electromagnetic interference (emi) present. The health care professional (hcp) wanted to bring in the patient to adjust sensitivity and see if they can find source of emi. This rv lead remains in service. No adverse patient effects were reported.